Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 36 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant. Bone type: I. The doctor reported : inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b13, (imp,tsv,4.1mm,sbm,13) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was observed fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 62597591. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62597591 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D6a. If implanted, changed to unknown. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. The implant was expired prior to the placement date. The doctor confirmed that the implantation date recorded was incorrect that they are unable to provide the correct date. Therefore, the implantation date will remain unknown.